Event description:
The customer reported to baxter a clearlink extension set that was experiencing a no flow. According to the report, this extension set was attached to a 36" mini-bore set manufactured by (B)(4). This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number was not provided by the customer. If additional information or samples become available, a follow-up report will be submitted.